Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, several episodes of inappropriate mode switch due to atrial lead noise were noted. No intervention was reported and the patient would continue to be monitored. The patient was in stable condition.